Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad not responding during troubleshooting of blank display. The customer blood glucose value was unknown. Customer also stated that insulin pump had multiple issues with the pump not functioning properly. Customer stated their insulin pump was not working and insulin pump had blank display. The customer stated that insulin pump had replace the battery for low battery several times. The customer reports that the type of moisture exposure to the pump was perspiration. The customer reports the pump was exposed to fluid in the past with no moisture visible in pump. The customer stated that self test was completed. The customer stated that keypad not responding during trouble shooting. The customer states the contacts on the battery cap are not missing or damaged and battery compartment is neither damaged nor corroded. The customer stated that display returned. The insulin pump will not be returned for analysis.